Event description:
Right cornary angiography performed. The sheath guide catheter inserted into ostial. Flash balloon 4.5 x 12mm inserted and inflated twice. Unable to remove flash balloon through guide catheter.